Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet pump was submerged in water for approximately several minutes after a kayak incident, after which the device would not power on and became disconnected from the mobile app; the event was associated with moisture damage involving the device seal. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed leakage at or related to a seal consistent with moisture ingress, aligning with moisture damage to the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.